Event description:
Healthcare professional reported "exposure" via dt form. Healthcare later reported "infection, had radiation and skin broke apart". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of infection and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and exposure.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "exposure" via dt form. Healthcare later reported "infection, had radiation and skin broke apart". This record is for the right side. The device was explanted and replaced.